Event description:
It was reported that the equipment suddenly shut down, and the alarms were high baseline and helium leak. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death. It was noted that the motor was previously replaced, and the pump was functioning normally after the replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of high baseline and helium loss alarms is confirmed based on the attached pictures. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the equipment suddenly shut down, and the alarms were high baseline and helium leak. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death. It was noted that the motor was previously replaced, and the pump was functioning normally after the replacement.